Event description:
A nurse reported that during a procedure, the system would not phaco. Multiple handpieces were tried, but the issue persisted. The system was exchanged and the case was completed following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative also successfully tuned the customer's handpiece. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log did not reveal any system messages that might indicate the occurrence of the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).